Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope customer called with complaints of blurry image with scope. No patient involved.

Manufacturer narrative:
(B)(4). This is an OEM device. A lot history review is not applicable. The certificate of conformance was reviewed. The vendors confirm that the device serial conforms to all applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope customer called with complaints of blurry image with scope.